Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2016-05-16. The baclofen pump was explanted on (B)(6) 2016 due to infection. The pump had been implanted in the right flank with the catheter / tubing extending to the back. On 2016-05-24, additional information was received from an hcp via a company representative. The patient experienced a staph infection thus the pump and the complete catheter were explanted. The issue was resolved. The drug lot number of baclofen and other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The issue was resolved as of (B)(6) 2016.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving lioresal 2000ug/ml; 524.8/day (flex mode) via an implantable pump for intractable spasticity, cerebral palsy and other spasticity. The date of the event was unknown. It was reported the patient's spasticity had worsened past their baseline spasticity. The spasticity initially was controlled but had slowly gotten worse than it was originally. A dye study was performed (B)(6) 2016 and was successful; patency was confirmed. It was planned to try some different dosing options. Medical history, lioresal lot number, therapy dates as well as concomitant drugs were not reported; additional information has been requested, but was not available as of the date of this report. Additional information indicated that the pump was delivering 399.4mcg/day. Sometime after the dye study of (B)(6) 2016, the patient had a CT (computed tomography) scan done and the healthcare professional (hcp) was questioning a cerebrospinal fluid leak at the lumbar site. On (B)(6) 2016, a revision was being performed. It was noted that there were no pump alarms and no volume discrepancies. Additional information was received from a healthcare professional (hcp) via a company representative. The patient continued to have a cerebrospinal fluid leak. The patient has a scheduled revision surgery for (B)(6) 2016.

Manufacturer narrative:
The pump (B)(4) was returned for analysis and no anomaly was found. The catheter (B)(4) was returned for analysis and no significant anomaly was found. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.